Event description:
It was reported that the patient had a loss of pain control and had experienced less than 50% therapeutic relief. A dye study was performed and there was an occlusion at the distal end of the catheter. It was indicated that the 38cm from the distal portion of the catheter was replaced. At the time of report, there was no patient injury. The device system was used to deliver dilaudid, ketamine, and bupivacaine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4). Final analysis of the catheter found no significant anomalies. There was no material in the dispensing holes and the testing showed it to be patent. It was noted that the catheter had been returned in segments.